Manufacturer narrative:
User report number: (B)(4). The customer did not authorize medtronic to perform repairs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator stopped ventilating. A continuous alarm was generated and the screen showed "machine failure" and displayed red alerts. The registered nurse (rn) started bagging the patient who was de-saturating and they had to switch to a new ventilator. There was no harm to the patient as a result of the event.